Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was delayed and completed by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed the system could not be turned on. The emergency stop button was pressed. After deactivation everything the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. The system does not initially power up, but problem is resolved with one deactivation, procedure is able to be completed on the same system. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code and health impact code were corrected.

Event description:
It has been reported to philips that the system would not start. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.